Manufacturer narrative:
This report is based on information provided by investigation personnel. The product sample was not returned to the laboratory; however, a picture was provided by the customer for analysis. The sample did not meet specification. The picture sample showed bravo study missing traces. The reported condition was confirmed. The investigation found the following: according to accuview graph , the total of the study was 47:32 hours, however after 2 hours of study, there was no ph values reading.1. Recorder failure ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged.2.capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged. Because information attached to sr from customer includes only accuview graph, the conclusion of the investigation cannot be positively determined. The investigation identified the root cause of the reported event to be bravo system communication failure. The failure identified on this customer returned sample is a known issue and is addressed in the risk management file. No update to the risk management file is required at this time. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study with no tracings. The study was received and recording showed only a few minutes of valid data and there was no tracings for the rest of the study. There was no patient harm.